Event description:
It was later reported that the patient had recurrent episodes of hypotonia and unresponsiveness occurring periodically since at least 2010, possibly earlier. The cause of the ¿spells¿ remained unknown; work-up was ongoing. A ¿glut1 transporter deficit¿ was under consideration and genetic tests were pending. Regarding MRI results, ¿remote pvl¿ was noted; it was not appreciably different from past mris. There was no bleeding or superimposed ischemia. The csf aspirated from the cap was sent for analysis and there was normal protein, glucose and lactate. There were no signs of infection. At the time of this report, the patient continued to have episodes. The pump remained in place and was running at minimum daily rate. At the time of the event, the patient was taking diphenhydramine, bromocriptine, diastat (as needed), fluticasone, lactulose, levetiracetam, miralax, singulair, ranitidine and ventolin.

Event description:
It was reported that the cap (catheter access port) was aspirated in order to get a sample of csf (cerebrospinal fluid) to test for infection and the patient was going for an MRI (magnetic resonance imaging) of the head and brain. The patient had been having ¿funny spells¿ for the ¿past few years,¿ with the most recent spell on (B)(6) 2013 and the patient was admitted to the hospital. The patient had a history of seizures and it was thought that the patient may have had a mini tia (transient ischemic attack.) It was noted that the hcp (healthcare provider) did not believe the issue was pump related. The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).